Event description:
Patient representative reported right side "pain", "suffering," "emotional distress," "mental anguish," "alk negative anaplastic large cell lymphoma." Also reported "red rashes all over the body¿ and "chemotherapy regimen" not related to the device. Pathological marker alk- has been received. Pathological marker cd30+ has not been received. The device has been explanted. Patient underwent treatments of brentuximab but tolerated these treatments poorly and was in considerable pain and discomfort. Treatment: device explant, cope chemotherapy regimen, total capsulectomy.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.